Event description:
After the procedure the patient reported complaints of chest pain that progressed to leg tingling, weakness and numbness. The temporary implanted leads were removed by the implanting physician. Patient was emergently transported via ems to a hospital where she underwent emergency surgery to evacuate an extensive epidural hematoma.